Event description:
Lead noise led to multiple inappropriate vf shocks. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 16.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. In between an approx. 4 cm segment of the lead body was missing. The analysis revealed multiple signs of wear along the lead body. In particular 9 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the reported oversensing with shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve and interaction with modified tissue should be taken into account. Diagnostic images clarifying this assumption were not available. Further analysis of the returned lead fragment showed extraction damages such as a deformation of the shock coil. Additionally the distal part of the lead was pulled out of the ring electrode most likely resulting from tensile stress applied during the explantation of the lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.